Event description:
Approximately two years and four months post lvad implantation the site reported that the patient experienced a rapid depletion of the battery evidenced by a sudden change of the battery capacity indicator from two or three bars batteries to one bar. The vad coordinator analyzed log files and was able to see that the battery was discharging faster than expected. Log file analysis did not indicate any pump stop events. The battery was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been opened to address the issue.